Event description:
It was reported that balloon ruptured occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 7.0mmx40mmx135cm (4f) fg sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured in the middle part upon second inflation at 10 atmospheres for 20 seconds. The device was removed without any problems, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.